Event description:
It was reported that upon start up the intra-aortic balloon pump (iabp) emitted a continuous beep noise. The screen did not turn on. As a result, the iabp was swapped out. Therapy was not delayed or interrupted as this occurred prior to use on patient. The doctor asked the staff to make sure the iabp was ready "just in case."

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of screen did not turn on is not able to be confirmed. According to the service report, the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon start up the intra-aortic balloon pump (iabp) emitted a continuous beep noise. The screen did not turn on. As a result, the iabp was swapped out. Therapy was not delayed or interrupted as this occurred prior to use on patient. The doctor asked the staff to make sure the iabp was ready "just in case."